Event description:
It was reported that the pt went through a pump replacement in 2008 and that the pt was admitted to the hospital for a non-therapy related issue. The pt's pump was refilled on the following month, and sometime following that the pt was admitted to the intensive care unit and placed on a narcan drip. It was indicated that there had been a change in the therapy effect. It was unk if a procedure issue caused the problem. It was indicated that the health care providers were unable to aspirate anything from the pump and that the pump was refilled. The pump contained lioresal, prialt and morphine; concentration and daily doses being administered via the pump were not reported.